Event description:
Additional information requested and received on 6/28/2010:the procedure was completed without complication and patient discharged in apparent satisfactory condition.

Event description:
It was reported that during a colectomy procedure, the device was fired on the bowel and they were unable to open it. They used another device to cut it out and completed the case with no patient consequences. There was no other information available at this time. Additional information: it was the initial firing of the device. It is unknown if the device was fired over an existing staple line(s). It is unknown if buttressing material was used.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal six drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. The device closed, fired and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4).